Event description:
It was reported that the customer's blood glucose was 255 mg/dl. Caller stated that the sensor adhesive was not working correctly it would not stick to her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to confirm adhesive anomaly due to sensor returned opened and used.